Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found within specification in relation to the customer reported system error 345 which was not reproduced. A review of the event history log identified multiple events of system error 345. The pump was found to function as intended. The evaluation determined the cause to be environmental factors, the upstream sensor was replaced as precaution. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). There was no report of patient injury or medical intervention associated with this event. The process step was not provided by the reporter. No additional information is available.

Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 03/29/2021.